Manufacturer narrative:
Product ID: 3874, serial# (B)(4), product type: screening device.

Event description:
It was reported that a patient felt overstimulation during the trial. It was stated that the patient had an increase in stimulation during the spinal cord stimulation (scs) trial. After the increase in stimulation, the patient reported an increased pain in their back and legs and they went to the hospital. It was noted that hospitalization resulted from the event. The patient had pain and less than 50% therapy relief. Additional information received reported that the trial lead was explanted on (B)(6) 2013. It was stated that no diagnostic tests were performed. It was noted that the cause of the event was unknown and no interventions were planned. It was reported that the patient was "doing fine".